Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, broken plug strap and yellow particles outer device. Leak test and microscopic analysis was performed which identified: device no leak and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening. No leak was observed in the device.

Event description:
Healthcare professional reported a left side "possible deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side "possible deflation." Device remains implanted.